Event description:
It was reported that the device is indicating a low battery voltage with no elective replacement indicator triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): performance data collected from the device was analyzed and revealed that on (B)(4) 2010 there was a low telemetered battery voltage of 2.55 v, while the daily battery voltage trend measurement was 2.89 v.